Manufacturer narrative:
Corrections: d3(email), g1(email). This supplemental report is being submitted to provide the investigation conclusion. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The user reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen card performed on a nasal sample swab. The user reported that they have a worker that was clinically ill in (B)(6) and tested positive. Every time they start retesting her at 90 days with the binaxnow covid-19 lateral flow rapid antigen test she is testing positive, but is asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.